Event description:
Pt was referred to elecrto-physiology lab for pacemaker revision due to atrial lead voluntary recall. The lead was removed from the circulation without difficulty although it disintegrated in the process making assessment of the probability of retention wire embolism very difficult. The new atrial lead was advanced to the lateral right atrium where satisfactory sensing and pacing parameters were measured.